Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complicated post-operative course. An intra-aortic balloon pump (iabp) was in place with no pulses in the lower extremities. The patient's legs were noted to be mottled. The patient was returned to the operating room (or) for right ventricular (rv) dysfunction and a protek duo with centrimag right ventricular assist device (rvad) were placed. The patient also developed ischemic bowel due to lack of blood flow and was taken to the or for laparoscopic exploration. The family ultimately decided to withdraw care due to the patient's instability and the patient passed away on (B)(6) 2022. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (ischemic bowel, right heart failure, and patient outcome) and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.